Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for 1 colony forming units (cfus) of staphylococcus epidermidis microorganisms, 1 cfus micrococcus luteus, 1cfus kocuria spp, 11 cfus unspecified germs, 7 cfus stenotrophomonas maltophilia, and 1 cfus escherichia coli. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information from customer .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 52. Bacteria identification: staphylococcus capitis, moraxella osloensis, micrococcaceae. Sampling date: (B)(6) 2025. Sampling from: operating channel. Cfu: 2. Bacteria identification: acinetobacter species, moraxella osloensis. Sampling date: (b(6) 2025. Sampling from: suction channel, air/water channel, canal water jet. Cfu: <1. Bacteria identification: na. Sampling date: (B)(6) 2025. Sampling from: operating channel. Cfu: 1. Bacteria identification: stapyhlococcus warneri. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 3. Bacteria identification: micrococcaceae, coagulase-negative staphylococci, bacilllaceae. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 3. Bacteria identification: roseomonas species, staphylococcus capitis. Sampling date: (B)(6) 2025. Sampling from: canal water jet. Cfu: 4. Bacteria identification: acinetobacter species, coagulase-negative staphylococci, micrococcaceae. Sampling date: (B)(6) 2025. Sampling from: operating channel, suction channel, air/water channel cfu: <1. Bacteria identification: na. Sampling date: (B)(6) 2025. Sampling from: canal water jet. Cfu: 2. Bacteria identification: staphylococcus saprophyticus, micrococcaceae. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.